Manufacturer narrative:
(B)(4)

Event description:
After review of data received; this patient was noted to have an under-correction

Manufacturer narrative:
Evaluation summary: no material was returned to the investigation site for evaluation. The system history showed that the laser was verified successfully prior the date of treatment. The logfile review showed for the day of treatment no system messages or other abnormalities that could have contributed to the reported event. The system passed successfully all initialization steps. The reported event was the 9th treatment on that day. The treatment was performed successfully without any error or problems. Also all of the other treatments on that day were finished successfully without problems. The pre-op topography did not confirm the astigmatism of -1.00 dpt. At the anterior corneal surface. The pre-op topography depicted steep central irregularities, no regular axes and power distribution to be counted as astigmatism. The irregularities might have contributed to the subjective refraction measurement. The nature of the corneal refractive ablation involves a uniform ablation of the entire optical zone, while not (at least for standard optimized procedures) regularizing central irregularities. Therefore, these central irregularities might change slightly after ablation but influence greatly the result until the epithelium regrows. The post-op refraction (and especially the cylinder) measured do not correlate to the topography post-op or the achieved visual acuity. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The root cause could not be identified conclusively. Potential contributing factors may be ongoing healing or present corneal edema and/or inappropriate selection of ablation profile to address this patient's refractive needs (steep central irregularities). Additional information has been requested and received. (B)(4).

Event description:
A doctor reported that the right eye of a patient was over corrected after a lasik treatment. The doctor stated that they continued monitoring the concerned patient. Additional information has been requested and received.